Manufacturer narrative:
To date, the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service associate reported on behalf of the customer that an a1059 mayfield modified skull clamp was in need of service. There were some questions regarding a possible malfunctioning of the unit. Additional information was received on (B)(6) 2018 indicating that the patient was prepped for surgery however no patient injury was reported. Additional follow-up information was received on (B)(6) 2018 stating that on (B)(6) 2018, the skull clamp slipped during a posterior cervical case. The problem occurred during the surgical procedure. There was a 20-minute delay in surgery due to he product problem, however there was no impact to the patient due to this delay. The skull clamp was switched out for another one.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. The device history record review showed no issues found. The complaint reported cannot be confirmed. At this moment, no root cause has been identified.